Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, a stylet was unable to be inserted and blood was seen inside the right ventricular lead. The lead was not used and a new lead was implanted. The patient was stable post procedure.